Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder arthroscopy, the tip of a cuff stitch suturer broke. It is unknown how the procedure was completed; however, no surgical delay was reported. No further complications were reported.

Event description:
It was reported that during a shoulder arthroscopy, the tip of the cuff stitch suturer broke inside the patient. All the parts were removed from the patient wit the aid of a twist. The surgery was resumed, without any surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference case-2022-00104587-1. H2: additional information in b5 & e1. Correction in h6.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.